Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the system did not start. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system didn't start. Review of system log file showed that there was a malfunction in flex vision pc. Upon troubleshooting fse found that the system was not starting and it was stopped at 00:00 and there were no images on the flexvision monitor. To resolve the issue, fse replaced flex vision pc, installed software on flexvision pc, and layouts were configured the defective flex vision pc was returned to philips for further analysis and the cause of the flex vision pc failure could not be conclusively determined by the supplier's part analysis. After replacement, the system was returned to use in good working order the codes were updated based on the investigation outcome.